Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient would become symptomatic (apparent loss of blood pressure) when paced in the ventricle during the application of the programming head. Attempts to maintain intrinsic rhythm during system check did not alleviate the symptoms. The patient would go into a catatonic state and became unresponsive for a couple of minutes. During this time blood pressure, oximetry and electrocardiogram were normal. The device is still in use. No further patient complications have been reported as a result of this event.